Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 50 months after the implantation oversensing was observed. High pacing threshold as well as elevated impedance values were also noted. A breakage of the lead was suspected. The proximal part of this lead was explanted and returned for analysis. During the surgical intervention the ICD was also exchanged.